Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) reservoir migration from the space of retzius to the scrotum. It was noted that the reason for the migration was not known. A revision surgery was performed in which the existing component was removed and a new reservoir was placed on the opposite side. There were no patient complications reported.